Event description:
It was reported to philips that the device's image processing computer's software failed, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that power indicator was blinking during the startup process. Review of the log files showed com server not available. Upon troubleshooting fse found that the cause of the problem was malfunctioning ip pc software. To resolve the issue, fse reinstalled ippc software. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.